Manufacturer narrative:
The customer called bci hotline and while troubleshooting it was discovered that no pack was present in the designated slot on the reagent storage carousel. Bci cts (customer technical support) assisted the customer in removing the mis-loaded pack and verifying the remaining onboard reagent inventory.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding no value ind (indeterminate) flagged results on all samples for the troponin (accutni) assay generated by the access 2 immunoassay system. Repeat values were not supplied by the customer. No reports of death, injury, or change to patient treatment have been reported in connection with this event.